Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow up, noise episodes on the atrial lead were reported. Technical services confirmed myopotential oversensing on the implantable cardioverter-defibrillator (ICD). As recommended by technical services, lead provocative testing was performed and the atrial lead and the results were positive. Additional information about the resolution was requested but is yet to be provided.the patient was stable. Related manufacturer reference number: (2938836-2018-08552)